Manufacturer narrative:
(B) (4): eval results: paralysis, death, pre-existing head trauma.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aorta aneurysm approx one month ago. Vessel morphology was reported as no tortuosity, and no calcification. It was reported the pt currently has mild case of paralysis. The pt had no issues initially after the implant of the stent graft the femoral pulses were excellent and the lower limbs were warm to the touch. The physician implanted a csf (spinal drain). The physician stated that the pt's condition currently was a very low neurological response. The physician found out that the pt had fallen a month prior to the procedure and had a head injury which required stitches. The pt has a sub-dermal hematoma. The physician believes that the head injury contributed to the paralysis. When the stent graft was implanted, the blood pressure was elevated and exacerbates the situation. It was reported that the pt expired, of an unk cause six days post procedure.